Manufacturer narrative:
(B)(4). Info was not provided by the initial contact.

Event description:
It was reported that during a lap gastric bypass procedure, during the fourth firing, the stapler left an incomplete staple line. There was no pt consequence.